Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant procedure the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician stated that they reprogrammed the lead and the lead remains in use. No further patient complications have been reported as a result of this event.